Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated b-hcg result on the architect i2000sr analyzer. The following data was provided: initial 1248.66 miu/ml, repeated 1.36 miu/ml, 1.57 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
On october 14, 2018, the suspect medical device was updated from the regent (architect b-hcg reagents ln 07k78-25 lot 89398ui00) to the architect i2000sr analyzer (ln 03m74-02 sn (B)(4)), manufactured in (B)(4) USA. All follow up information will be provided in manufacturers report number 1628664-2018-01989.